Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue and went to the emergency room (ER). Customer did not require treatment from ER staff as bg increased following consumption of carbohydrates. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.